Event description:
A baxter rep reported an infusion pump that was misprogrammed and overdelivered during pt use. The pt's medication changed from morphine 2 mg/dl to demerol 10 mg/dl. The clinician answered "yes" in error to the prompt of "use previous prescription". The clinician reveiwed the rate but not the drug concentration and started the infusion. The pump delivered 50mg demoral. The physician was advised. The infusion was discontinued and the medication was changed to tylenol-3. No pt injury was reported or medical intervention necessary. No add'l contact info was provided.